Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a urinary catheter. The customer states that her son had a superpubic catheter placed on (B)(6)2010 and the catheter fell out later that same day. The customer states that she contacted the urologist to walk her through placing a new catheter in the same site but as she tried to place it, she met resistance. The urologist indicated that the site was closed and needed to be replaced via an outpatient surgical procedure which is now scheduled for (B)(6) 2010. She then utilized a (B)(4) catheter temporarily. The pt now has a foley catheter placed through the urinary tract.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.